Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump was alarming no delivery. Customer was sitting down and when he got up the alarm occurred. Troubleshooting was performed for the alarm customer didn't recall his blood glucose at the time of the alarm. A fixed prime was performed on the insulin pump and insulin did exit and then it alarmed no delivery. Customer was then advised to manually push insulin using a plunger and the insulin exit. Customer then performed a manual prime and insulin exited. Customer was then advised the alarm was caused by an infusion set reservoir occlusion. Customer is not returning the reservoir for analysis.